Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device made loud/rattling noises was confirmed but the condition of the device simply died out was not confirmed. An assessment was performed on the device which determined that the device made loud unusual noise and overheated in 30 seconds (118.1 degrees, should be less than 118 degrees in 10 minutes). It was also observed that the driveshaft was broken. It was determined that this condition caused the noise and overheating. The assignable root cause was determined to be due to excessive force being used during use. This was further defined as component damage caused by misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was making loud rattling noises and simply dying out. During in-house service and repair it was found that the device made a loud unusual noise and overheated in 30 seconds (118.1 degrees should be less than 118 degrees in 10 minutes). It was also observed that the driveshaft was broken. It was reported that there was no delay to a scheduled surgical procedure due to the event as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.